Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failed test step. There was no harm or injury reported. The ventilator was returned to manufacturer for evaluation and the customer's complaint was not confirmed. The device did not fail any test steps. During the evaluation, service required codes were observed in the downloaded event log. The machine flow sensor, system board, blower assembly needs to be replaced to address the issues. There was evidence of contamination.